Event description:
It was reported from the office of harris dental barnstable that a silent nite appliance experienced anchors breaking out of the appliance. The patient was reported as a 54-year-old female with a medical history of bruxism. Oral hygiene was reported as good. The appliance was delivered on 06/13/2025. The onset of symptoms and the date the patient presented with the issue were both reported as (B)(6) 2025. Reported patient symptoms included a burning sensation. The patient also reportedly experienced persistent temporomandibular joint symptoms including left clicking/popping and trismus, as well as right jaw paresthesia. The patient discontinued use of the device on (B)(6) 2025. Reportedly, the symptoms did not fully resolve following discontinuation of use, and the patient underwent physical therapy, chiropractic palliative care, and massage treatment. The patient followed the cleaning and storage directions per the device instructions for use. Medical intervention for paresthesia was reported. The appliance was replaced with another product.

Manufacturer narrative:
Once the investigation is completed, a supplemental report will be submitted. Manufacturer reference: (B)(4).